Manufacturer narrative:
A.4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient in post cardiotomy cardiogenic shock with low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. It was noted that the patient had progressive heart failure symptoms and underwent a transthoracic echocardiogram that showed left ventricular ejection fraction of 30-50% and moderate mitral regurgitation. The patient underwent an abnormal stress test and a left heart catheterization confirmed the patient had multi-vessel coronary artery disease. The decision was then made for coronary artery bypass graft (CABG) with an elective impella 5.5 placement. During the CABG, the patient was cannulated for bypass and then successfully underwent three CABG's. The impella 5.5 was implanted, support was initiated, and the patient was weaned from bypass. After closing the chest, and during closing of the skin, the patient experienced an episode of ventricular fibrillation. The chest was re-opened but no obvious issues were observed, however it was noted that the right ventricle was stunned. The decision was then made to place an impella rp flex for increased mechanical support. The patient was then closed and sent to the cardiac intensive care unit to recover in critically stable condition. On the third day of bipella support with an impella rp flex and impella 5.5, the patient experienced ventricular tachycardia (vt) arrest which required cardioversion to achieve a return of spontaneous circulation. An echocardiogram was performed to verify the impella devices were well placed. On the fifth day of support, it was noted that the patient experienced vt episodes when the patient was stimulated. There was no change in support and the patient was monitored. The following day, the impella rp flex was weaned and explanted. It was noted the day following impella rp flex removal that the patient has stabilized since the removal with no more runs of vt. It was noted that after impella rp flex removal, the patient experienced pulmonary hypertension and is being treated with inhaled nitric oxide. The patient remained on impella 5.5 support for an additional seven days before being successfully weaned and explanted. The explants of impella rp flex and impella 5.5 were not performed earlier than planned as a result of the complication. The patient survived. This complaint involves two impella devices: an impella 5.5 and an impella rp flex. This report specifically addresses the impella rp flex. A separate report was submitted for the other device associated with this complaint. Refer to section h.10 for the related report number.